Event description:
It was reported that the lens was explanted as the pt was not happy with her visual outcome. The pt felt she could both feel and see the lens at all times. This report pertains to the pt's right eye. Additional info has been requested, no additional info has been received by bausch + lomb to date.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation. See scanned page.